Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3889-28, lot # va0jyr9, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead; product ID 3889-28, lot # va0jyr9, implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type lead.

Event description:
A manufacturing representative (rep) reported that a patient has their system explanted due to lack of therapeutic effect. There was no other information available at the time of the report. The patient status was noted as alive-no injury. The ins indication for use was unclear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
.